Event description:
Reactive allergic arthritis in right knee [arthritis allergic], knee effusion [joint effusion], knee pain [arthralgia]. Case description: spontaneous report was received on (B)(4) 2013 from a rheumatologist regarding a (B)(6) male pt, initials unk. The pt's medical history was significant for previous use of synvisc (since 2006, 3 series, approx one series every two years; without any incident). On an unspecified date in (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection (fourth series), route and dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date in (B)(6) 2013, following the first injection, the pt developed severe knee effusion and knee pain. It was reported that arthrocentesis was performed and unk amount of synovial fluid was withdrawn. The action taken with synvisc treatment was not provided. The outcome for the events of knee effusion and knee pain was not provided. Concomitant medications were not provided. The intensity for both the events was severe. The reporting physician did not provide the relationship between synvisc and the two events. Follow up info was received on (B)(4) 2013 from a rheumatologist regarding pt info, medical history, relevant lab tests, product and event info and treatment medications which upgraded the case to serious. The pt was (B)(6). The pt's medical history was significant for degenerative osteoarthritis (diagnosed in 2006) and viscosupplementation with synvisc ((B)(6) 2006). On (B)(6) 2013, the pt was given the first intra-articular injection of synvisc at a dose of 2 ml. On (B)(6) 2013, the pt received the second synvisc injection. The lot number for synvisc was provided on an unspecified date in (B)(6) 2013, 20 hours following second synvisc injection, the pt developed right knee effusion and right knee pain and was diagnosed with reactive allergic arthritis in right knee. The pt was treated with an altim (cortivazol) injection. On (B)(6) 2013, arthrocentesis was performed. It was reported that the 35 ml of synovial fluid which was aspirated was cloudy, without crystals, presented no bacteria and the red blood cell count was 1/mm3; white blood cell count was 5000/mm3; neutrophils were 80%; leucocytes were 8% and mononuclear leucocytes were 12%. On an unspecified date in 2013, treatment with synvisc was permanently discontinued. On (B)(6) 2013, the pt recovered from the event of reactive allergic arthritis in right knee. The intensity for the event of reactive allergic arthritis in right knee was severe. The reporting physician assessed the relationship between synvisc and the event of reactive allergic arthritis in right knee as definite.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit -risk relationship of the product is not affected by this report.